Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in oversensing and pace inhibition was reported when it comes to this right ventricular (rv) lead and pacemaker. It was noted that the patient had one spell of dizziness. It was not possible to reproduce noise with arm maneuvers and the pace impedance measurements were stable. An x-ray did not show any visible defects. The sensitivity was changed and the outputs was increased for precaution. No adverse patient effects were reported. It was noted that the patient is due back in november at the clinic for discussion about potential rv lead revision. Additional maneuvers will be performed at this time.

Event description:
Additional information noted that a follow up took place and an attempt to recreated noise was not possible. No further changes were made.